Manufacturer narrative:
(B)(4). The customer returned one actual sample for evaluation. The sample was visually inspected and the reported condition was confirmed. The tubing was completely disconnected from the y site inlet port. Closer visual inspection under a microscope showed that, there appears to be insufficient solvent bond on the interior of the y site inlet port or on the tubing end. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The condition was determined to be due to insufficient solvent at the bond.

Manufacturer narrative:
(B)(4). The sample is reported to be available, but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Event description:
The customer reported to corporate product surveillance that the portion of the clearlink vented nitro set tubing that is supposed to be bonded in the distal y-site literally pulled out of the set. The incident occurred during patient use. There was no patient injury or medical intervention reported. No additional information is available.